Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead exhibited a possible fracture and the right ventricular (rv) lead exhibited chronically low r waves. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.